Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8598a , serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient receiving fentanyl (2000 mcg/ml at 646 mcg/day) and dilaudid (10 mg/ml at 3.2 mg/day) via an implanted pump. The pump's indication for use (IFU) was noted as non-malignant pain. The other medications that the patient was taking at the time of the event were oxycodone 30 mg (1-3 times/day) and soma 350 mg (as needed). The patient reported that a motor stall occurred on (B)(6) 2016 and then recovered on (B)(6) 2016 before stalling again on (B)(6) 2016 and then recovering on (B)(6) 2016. Along with the motor stall, the patient noted an increase in her pain as well as nausea and weakness. There were no environmental/external/patient factors that may have led or contributed to the issue. No diagnostics were performed. The patient was having the system replaced on (B)(6) 2016. At the time of the report, the patient was alive with no injury and the issue had not been resolved. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.